Event description:
During an in clinic follow up, upon interrogation premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Field complaint of premature discharge of battery was not confirmed. Device was received operating in backup mode due to exposure to cold temperature. Device image indicated that voltage was above elective replacement indicator (eri) level during the whole implant duration. Further analysis performed after installing new battery found no anomaly, the original battery had depleted to end-of-life (eol) level. Longevity assessment was performed based on nominal settings and the implant duration exceeded projected longevity and it is considered normal battery depletion.